Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 30, 2021. The investigation of the returned device was completed by the failure analysis lab on april 8, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had creases/folds on the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 16, 2021. The device was explanted on (B)(6) 2021. 2. Is other serious- uncheck. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/ breast mass. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 21, 2021. At the time of replacement surgery, the right sided capsular contracture was baker grade iii and the left sided capsular contracture was baker grade ii. Bilateral ptosis and the right breast being larger than the left accompanied the capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 30, 2020. In addition to the issues reported initially, bilateral baker grade IV capsular contracture was noted. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, mentor became it erroneously reported the date of explant as (B)(6) 2021. The correct date of explant is (B)(6) 2021.

Manufacturer narrative:
Additional information was received on march 15, 2021. When the device explanted, replacement with mentor gel implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 500cc mentor memorygel breast implant (left) and a 450cc mentor memorygel breast implant (right) experienced right sided rupture with bilateral lumps post procedure. The patient states it the implants feel weird like there are little balloons in certain places, and there is rippling. Magnetic resonance imaging was performed and showed right sided rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-08148 for contralateral prosthesis report.